Event description:
Haemonetics received a complaint on (B)(6) 2012 for a blood spill on an orthopat device. No patient/operator injury associated.

Manufacturer narrative:
The device has not been returned for evaluation. Follow-up required once device has been received by haemonetics. (B)(4).